Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in manufacturing mode. The device was unable to perform the displacement and occlusion tests due to missing retainer. The pump was received with missing reservoir tube o-ring, and broken reservoir tube lip. The battery tube threads, and the case at battery tube side were cracked. There were minor scratches on the display window and case.

Event description:
Customer called to report cosmetic damage to their insulin pump. Damage reported was a crack in the case. Blood glucose value at the time of call was 76 mg/dl. The device will be returned for analysis.